Event description:
Essure. I had it done 6 weeks postpartum and it as the worse decision I ever made. I had major problems from the moment I hadn't done. Symptoms included chronic migraines, extreme cramping and lower back pain, fevers, entire body aches, spotting between periods, when I had a period I had excessive bleeding. I had to have cat scans, sonos, upper and lower gi just to find source. I ended up having a hysterectomy to remove the device.